Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she had one sensor whose cannula bent and another that caused bleeding at the site. Blood glucose level at the time of the incident was 287 mg/dl. The customer also reported treating according to inaccurate readings from another sensor, causing her blood glucose level to rise to 587 mg/dl. The customer was advised as to the proper sensor usage techniques. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.